Event description:
It was reported that noise leading to oversensing episodes displaying an inappropriate magnet response were observed on the device. It was reported that the device was not reprogrammed prior to an MRI procedure. No intervention was performed; the patient was stable and there were no adverse consequences.